Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 5.0x12mm nc trek balloon dilatation catheter (bdc) was used to post dilate a 4.0mm stent in the heavily calcified right coronary artery (rca). The balloon was inflated once and completely deflated however the balloon did not rewrap properly (winged) and resistance was met with the guiding catheter during retraction. The bdc was readvanced to the stent and inflated to 4 atmospheres (atm) and then deflated; however the balloon did not rewrap properly again and resistance was met with the guiding catheter. The bdc and guiding catheter were pulled into the iliac artery where the balloon was inflated to 26 atm to rupture the balloon. The bdc and guiding catheter were able to be removed together. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae; therefore is not considered clinically significant. No additional information was provided.

Event description:
Additional information was received via sus voluntary event report: abbott balloon nc trek 5.0mm x 12mm failed to deflate properly after post dilating a stent. Deflated enough to be removed. No sheath and guide re-inserted to continue.

Manufacturer narrative:
Device codes: 1149 not labeled. Internal file number: (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. Although a conclusive cause for the deflation issue was not determined, the reported difficulty to remove and balloon fold issues appear to be related to operational context of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure as the bdc and guiding catheter were pulled into the iliac artery where the balloon was inflated to 26 atmospheres to rupture the balloon. It should be noted that instructions for use (IFU), nc trek rx, states: balloon pressure should not exceed the rated burst pressure (rbp). The pressurization of the balloon above rbp did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. User facility medwatch # mw5078473.